Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a clearlink duo-vent continu-flo set. A hole was identified in the IV tubing which caused a significant amount of blood to back up into the tubing. The tubing was replaced and the infusion was successfully completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.